Manufacturer narrative:
The returned device was evaluated. During this testing it was determined that damaged solder points on the system board's power entry module caused the device to lose ac power when agitated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the unit does not remain powered on. No consequences or impact to patient were reported.